Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead has triggered multiple lead integrity alerts (lia) for increased sensing integrity counter (sic), high rate non-sustained episodes and oversensing noise. It is thought the lead may be experiencing interference with a previous lead that was capped and remains in the patient. Reprogramming was completed and eventually the lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The analyst noted that visual inspection found the bi-lumen tubing voided due to 1st rib clavicle. Destructive analysis was performed and confirmed that the inner insulation and rv cable coating breached, and that caused the distal and the rv conductor shorting together. No conductor fractured was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had been extracted and replaced. No patient complications have been reported as a result of this event.